Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump was not delivering and it led to a seizure. The insulin pump randomly turned off even with changing the batteries. The customer¿s blood glucose level at the time of the incident was 28 mg/dl which occurred on (B)(6) 2017. The caller was advised to have the customer call to troubleshoot. The caller stated the customer was on a back-up plan at the time of the call. The device will not be returned for analysis.